Manufacturer narrative:
The device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The finish loading alarm functioned properly. The device was then programmed and monitored for one day. There was no unexpected basal delivery anomaly or bolus delivery anomaly noted. The daily total insulin on (B)(6) 2015 was 45.175u which was basal delivery 18.375u and bolus delivery 26.800u. The download history file shows a low reservoir alarm on (B)(6) 2015. The device shows a meter blood glucose event and a normal bolus delivery of 3.900u. The device had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's husband reported via phone call of the customer's hospitalization for low blood glucose. The customer's blood glucose level at the time of incident was unknown. The customer's current blood glucose level was 38mg/dl. The customer believes the perceived cause of the low blood glucose was too much insulin. The customer was placed on insulin drip. Troubleshooting was conducted. The device is being replaced per the husband's request.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.